Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - excessive force.

Event description:
It was reported that this was an arteriotomy closure of the heavily calcified right common femoral artery using a proglide device after a heart cath procedure using a 6f sheath. Reportedly, resistance was felt when the lever was being returned to its position and the foot was unable to be closed. Additional force was used to attempt to withdraw the proglide device but was unsuccessful. A surgical cutdown was performed to retrieve the proglide device. Upon removing the proglide device, a small black piece (posterior footplate) was noted to have separated. It was confirmed that no foreign material remained in the patient anatomy. There was no damage to the vessel. Hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the complaint information and analysis of the returned device. The suture mediated closure (smc) system was returned with blood in and on the device. The lever was closed, and the anterior foot was retracted. The posterior foot was separated, and the separated portion was not returned. The suture trimmer, knot pusher, posterior needle tip, link and both cuffs were not returned. The plunger was returned removed from the device. The anterior needle barb was scratched. The suture was returned partially exposed from the guide tube. The rail end suture had a separation, and the separated portion was not returned. The proximal end of the guide tube was bent. There was no other damages noted on the smc device. Hydrophilic coating was present throughout the surface of the sheath via tactile inspection with water. The lever was opened, and the foot was deployed and retracted with no resistance noted. The anterior foot completely retracted into the guide. The observations noted during return device analysis noted needle to cuff miss as the anterior needle was not engaged with the cuff. In this case, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the noted needle to cuff miss and damages. Factors that contribute to the inability to close the lever/ retract foot, include, but not limited to suture caught in foot. The inability to close the foot likely contributed to the entrapment of the device. The resistance encountered during the attempted removal likely contributed to the foot and suture separation. Reportedly, additional force was used to attempt to withdraw the proglide device but was unsuccessful. Per the instructions for use: do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, the removal attempt against resistance was circumstantial related to the difficulties experienced. Therefore, a letter will not be required. Therefore, a notification letter is not required.